Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intraperitoneal volume (iipv) event was identified in an event history log review. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:47:15. During night drain cycle four, the patient's ultrafiltration reading was 1006ml, indicating the home patient (hp) drained 1006ml more than their maximum programmed fill volume of 1200ml. No additional information is available.